Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out of the body. The sealant was deployed to the proper location and then dislodged partially into the tissue. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The vcd was prepared and used in accordance with the instructions for use (IFU). The vcd used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of the mynxgrip and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynxgrip. The device was used with a 5f non-cordis sheath. There was little vessel tortuosity. The advancer tuber was held in place while removing the balloon from the access site. The vessel depth was not shallow. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out of the body. The sealant was deployed to the proper location and then dislodged partially into the tissue. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The vcd was prepared and used in accordance with the instructions for use (IFU). The vcd was used in a transfemoral cerebral angiogram (tfca) using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of the mynxgrip and has used the device several times prior to this procedure. The femoral artery¿¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynxgrip. The device was used with a 5f non-cordis sheath. There was little vessel tortuosity. The advancer tuber was held in place while removing the balloon from the access site. The vessel depth was not shallow. A non-sterile mynxgrip vascular closure device 6/7 involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The syringe used in the procedure was not returned with the device. Nevertheless, the procedural sheath was attached but not fully inserted. Neither the cordis-sealant nor the advancer tube was returned, and evidence was denoted to conclude that a full removal of the deployment mechanism was executed. No visual damages or anomalies were observed. Per dimensional analysis, the distance between the proximal and distal tamp locks were measured and noted to be within specification. The deployment mechanism could not be tested as neither the advancer tube nor the sealant was present in the received unit. The reported event of ¿sealant-sealant dislodged¿ was not confirmed through analysis of the returned device since the sealant/advancer tube was not received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue since the sealant and advancer tube were not received, and therefore, a complete physical investigation could not be performed. However, patient factors and/or handling factors of the device are possible since the returned device showed proper complete removal of the device and no anomalies were noted. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.